Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture/ calcification was received on oct 11, 2024, with lot number 1823135. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ calcification : not observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported observations via returned goods authorization form: "capsule likely caused rupture".

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.